Event description:
It was reported that during a liver resection the device was assembled and activated. When the surgeon started activating it on tissue, the teflon in the jaws chipped off with a burning smell. It left an improper dissection and sealing. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: v95a9h. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the blade tip damaged, however, the blade was not cracked. Additionally, the tissue pad was damaged, melted and 100% present. The device was connected to a test hand piece and a gen11. During functional testing, it was noted that the hand activation buttons were nonfunctional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect the internal components. Corrosion was found at the hand activation domes. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.